Manufacturer narrative:
Field service engineer found a fuse blown from the pou board and replaced but was blown again. Troubleshot system and found interface box faulty. Interface box replaced, system tested, and is fully operational.

Manufacturer narrative:
Evaluation in progress.

Event description:
Communication chu guard error. A5 power supply not functioning. Unit stopped shocking during case and displayed cumm60: xre guard error, after reboot the system displays cumm50: guard error. Customer stopped case. Stone treated with about 1500 shocks out of 3000. Good fragmentation.